Manufacturer narrative:
(B)(4). Physio-control reviewed the device date and verified the reported issue. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's banana pin connectors as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device unexpectedly power cycled. The customer was contacted and there was no adverse patient outcome reported.